Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted when evaluation is completed and/ or if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. Verification of the instrument details via system logs cannot be performed at this time because there is insufficient product information. No image or video clip for the reported event was submitted for review. This complaint is considered to be a reportable event due to the following conclusion: it was reported that tissue was stuck in the instrument's jaws when the instrument failed to release from tissue. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted procedure, the stapler instrument did not close all the way and stopped at the 40 during stapling and the surgeon had to force remove it. The stapler was then taken out, rinsed, and reloaded. The stapler still did not work after that and a new stapler had to be opened to finish the case. The procedure was completed with no reported injury. Additional information was obtained about the complaint: the surgeon reportedly had to forcefully remove the instrument tissue with no patient impact or harm. Details of how the instrument was removed were not available. The customer was able to exchange the stapler for another one and complete the procedure. No further information was available. Additional details related to the event have also been requested, but no further information has been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the customer-reported complaint. The instrument was not returned with the reload that was reported to partially fire, therefore, the customer complaint could not be confirmed or replicated during in-house testing. The instrument was installed on an in-house system and passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped fired and unclamped successfully. The instrument was fired twice, using sureform 60 black reloads. A review of the logs found no failures related to the reported instrument. Visual inspection of the instrument found no physical or cosmetic damage on the exterior or interior. There was no problem detected. An instrument log review was performed. Per the review, the device was last used on the reported event date 01-mar-2022 on system sk2729. The instrument had 5 use remaining after the last use.

Event description:
Refer to h10/h11 for follow-up information.